Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of patient pain was inconclusive because no sample was returned to vad for evaluation. Based on the description of the reported event, possible contributing factors include patient sensitivity, catheter leak, and product contamination after opening; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time. A lot history review (lhr) of recs1499 showed no other similar product complaint(s) from this lot number.

Event description:
Per ms&s: nurse asking if there have been reported allergies to materials for the powerpicc solo. She states that (B)(6) 2018 patient with hyperemesis had powerpicc solo placed. The nurse states that after placement the patient experience pain in the neck and shoulder area on the right side. She states symptoms worsened and the powerpicc solo was removed on (B)(6) 2018.